Manufacturer narrative:
This is a supplemental report to provide additional information. According to the inspection result by local service department, the scope tip cover was deformed. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, it was presumed that the event occurred due to deformation of the scope tip cover. - based on the past similar cases, event seemingly occurred due to deformation of the scope tip cover caused by improper handling of high-frequency electrosurgical accessories. - IFU states as follows: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force¿. ¿always confirm that the electrode section of the electrosurgical accessory is an appropriate distance away from the distal end of the endoscope. If the electrode is used when too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged¿.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on september 17, 2021, it was found that there was no light lens due to loosening or detachment of parts joint area. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.